Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection revealed, that the bladder was ruptured. The ruptured bladder was examined for signs, that could have led to the rupture. However, no signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. However, the probable cause was noted, to be a manufacturing related issue. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of small volume intermate ruptured. The bladder rupture occurred while filling the device with sodium chloride prior to patient use. There was no patient involvement. No additional information is available.